Event description:
We received a 3500 through the FDA which was authored by the facility. The event description states that during an arthroscopic shoulder procedure on a (B)(6) female patient, the very distal portion of the anchor inserter tip broke off into the patient's joint space. Although the facility classified the incident as a "malfunction", they noted that there was an undefined amount of procedural delay because of this, also it is not clear if the fragment was retrieved from the body, and there is no positive statement of "no patient consequences". A substantial amount of outreaches to date were made to the 3500's author, so far without any response. Calls made and voice mail messages left detailing subject matter and contact information on; 11/12/2009, 11/16/2009, 11/17/2009 and 11/24/2009.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.